Manufacturer narrative:
The device was returned to olympus for investigation. The endoscope was received in one piece, but with excessive broken image guide fibers, bent and irregular bending section. The bending section was most likely damaged when it lodged in the endotracheal tube and it was forecfully removed from the endotracheal tube. The size of the endotracheal tube used is unknown. This is being filed as an MDR reporable event due to excess of caution.

Event description:
The hospital reported that during a bronchoscopy, the bronchoscope was lodged in the endotracheal tube when patient went asystolic. The endoscope was forcefully removed from the patient. There was no patient injury reported and the patient was reportedly doing well.